Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that during a catheter access port study when the needle was inserted the patient experienced pain. It was noted that the patient also experienced blood infections.